Event description:
The manufacturer received information alleging patient is experiencing dry mouth; shortness of breath; congestion; restlessness and fatigue when on machine; patient is in urgent need of replacement related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.